Event description:
International customer reported that a pt presented with a recurrent hernia in 2008. The initial hernia repair was performed laparoscopically in 2007. The pt will be returned to surgery for repair.

Manufacturer narrative:
A review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.